Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Insulin pump received with cracked case at the reservoir tube window corners and cracked reservoir tube window.(B)(4).

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with cracked case at the reservoir tube window corners and cracked reservoir tube window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had to press the buttons a few times to ensure they actually worked. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had crack from the escape button into the reservoir. The insulin pump will not be returned for analysis.